Event description:
It was reported that the paramedics were called, and the customer was treated at home due to low blood glucose of 16mg/dl. The husband stated that the sensor value reads high while her actual blood glucose was low. Troubleshooting was performed. Reviewed the prime technique, and it was correct. The reservoir was showing the same amount of insulin that the status screen shows. The caller's most recent glucose reading was 121mg/dl. The caller did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.